Manufacturer narrative:
It was reported that a piece of the tip of the enfit pump set connector was found to have broken off. This break was found at the completion of a six (6) hour feeding when the pump set was being disconnected from the patient's gastrostomy tube (g-tube). When the break was identified, a syringe was reportedly attached to the patient's g-tube in an attempt to aspirate and retrieve the broken piece. Aspiration was unsuccessful and the broken piece was unable to be retrieved. Since the date of incident, no adverse impact to the patient has been noted and the patient has required no additional medical intervention. The device involved in the incident was no longer available to be returned for evaluation. A root cause could not be determined at this time. Due to the reported need incident, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that a piece of the tip of the enfit pump set connector was found to have broken off.